Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test, sensor passed per specification. Then performed a bicarbonate buffer test, and sensor passed per specifications with accurate readings. See attached file for details. Then made a visual inspection and found the sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The sensor glucose value was within a range of 50 mg/dl. Customer¿s blood glucose was over 100 points higher than sensor glucose value. Customer reports they did receive a calibration not accepted alert. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.